Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's proportional valve was replaced to address the issue. There was dirt contamination observed in the blower assembly, flow sensor and muffler assembly. The device was cleaned and tested. The device passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's proportional valve was replaced to address the issue. The proportional valve was returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states: pil installed the trilogy evo proportional valve on the trilogy evo stb and ran therapy for approximately 1 hour and the proportional valve operates without issue, e-162 did not reoccur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.